Manufacturer narrative:
UDI #: the UDI number is unknown as the part and lot numbers were not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional trek rx and the xience skypoint referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) and the distal rca. The patient had two unspecified xience skypoint stents implanted in january of 2022. A 2.5x15mm trek balloon dilatation catheter (bdc) was used to pre-dilate between the two stents. Slow deflation of the bdc was noted, but had no further issues and was removed successfully. Optical coherence tomography (oct) confirmed there was a gap between the two previously implanted stents and a 4.0x12mm xience skypoint stent was deployed successfully with slow deflation of the device noted; however, the stent delivery system was removed successfully. A 4.0x38mm xience skypoint stent was attempted to be implanted proximally from the previously implanted xience skypoint in january; however, failed to be implanted as interaction with the previously implanted stent was felt. The 3.5x20mm trek balloon dilatation catheter was advanced, then inflated twice to 12 and 10 atmospheres. The physician attempted three times to pull negative, but the bdc would not deflate. It was decided to remove the bdc with the entire system as one unit. During removal the shaft separated and became lodged in the elbow area. The separated portion was attempted to be removed via snare but was difficult. Therefore, an emboshield nav6 was advanced and used to capture the very distal portion of the balloon just enough to remove the balloon which remained inflated. There was no adverse patient sequela but clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequently, to the initial reports being filed it was noted that both 2.5x15 and the 3.5x20mm trek balloons had too much contrast; however, amount is unknown. It was confirmed by the account only one 4.0x28mm xience skypoint was implanted on (B)(6) 2022, and that the patient was experiencing angina, dyspnea and fatigue due to the thrombosis. No additional information was provided.